Manufacturer narrative:
Zyno medical is waiting for the arrival of the device.

Event description:
A customer reported an under-infusion issue and a nuisance occlusion alarm issue to zyno medical on (B)(6) 2018. The customer stated that the affected pump was infusing slower than the flow rate programmed for the infusion. She also stated that the pump intermittently beeped a nuisance occlusion alarm. There was no patient involved.

Manufacturer narrative:
The pump was evaluated on 08/14/2018. The reported issues were not confirmed. The flow rate accuracy was within +/-5% specification. No nuisance occlusion alarm was detected. The device functioned as expected, and was tested to meet all specifications.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00060).